Event description:
It was reported that a 250 ml container of lipids was programmed with channel one to infuse at 21 ml/hr. However the amount infused in only 6 hours instead of the anticipated 12 hours. The infusion pump was removed from the pt. No pt injury was reported.